Manufacturer narrative:
This report is based solely on the customer reported issue. Customer ordered parts to repair the damaged hand rail and did not return the device back for evaluation. Review of DHR for gurney (B)(4) (manufactured 6/15/2011) found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer reported the locking mechanism gave way on patient while holding on to the rail. There was no serious injury reported.